Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field: b5 additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The costumer's complaint was not confirmed and based on the results of the investigation; the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that procedure was completed without delay using a similar device and patient was not under anesthesia.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the metal contact pins had poor contact occasionally, the output socket was worn. The fixing screw of the lamp door was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source had an image issue when connecting endoscopes. The issue was found during reprocessing. There were no reports of patient harm.